Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter leak. It was reported that during preparation of the steerable guide catheter (sgc), the sgc did not hold fluid column. The device was not used, a replacement sgc was prepped without issue. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information and without a device to analyze, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.